Manufacturer narrative:
(B)(4). A review of the batch records for lot number h13h16020 revealed there were no nonconformities/capas, failures, rework, or deviations related to the reported problem. A CAPA was referenced for this event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During an unrelated evaluation, it was reported that cracks were noted in the cassette during leak testing. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A visual inspection was performed and a cracked cassette was observed. A leak test was performed and a crack cassette was noted. A clear passage test and clamp function test were performed with no issues noted. Should additional relevant information become available, a follow-up report will be submitted.